Manufacturer narrative:
Product analysis: the display was found to be out of calibration. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for evaluation, and subsequently tested out of specification. There was no patient involvement.